Event description:
It was reported to philips that the device would not complete an ECG 12 lead. The device was in use, however there was no adverse event to the patient or user. The field service engineer (fse) evaluated the device. The fse inspected all cables, connections and leads wires. Next, fse attached device to patient analyzer and was able to obtain 12 lead reading. There were no errors in logs. The device was thoroughly evaluated and no fault was found. The operational check was successful. No further actions at this time.

Event description:
It was reported to philips that the device would not complete an ECG 12 lead. The device was in use, however there was no adverse event to the patient or user. The field service engineer (fse) evaluated the device. The fse inspected all cables, connections and leads wires. Next, fse attached device to patient analyzer and was able to obtain 12 lead reading. There were no errors in logs. The device was thoroughly evaluated and no fault was found. The operational check was successful. No further actions at this time.